Event description:
It was reported that there was an issue with the dso sensor. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found a bubbled dso seal. Error log review found higher numbers of "high alarm displayed: downstream occlusion." However, the fact that they were isolated to few days and only occur for a few minutes in a row suggests that the dso is not malfunctioning. Functional test was performed, and no problems were found. The primary reported problem was partly replicated at the time of the investigation with the dso sensor working properly but the dso seal was nonconform. The dso seal was replaced.